Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid right coronary artery. Predilatation was performed prior to the attempt to stent the lesion. During the procedure, because of the heavy calcification and tortuosity of the lesion, resistance was felt during advancement of the stent delivery system (sds), and sds failed to cross the lesion. Resistance was also felt during retraction and the stent implant dislodged from the balloon into the anatomy. A balloon catheter was advanced and used to capture the stent implant, which was removed successfully. The procedure was completed with the deployment of another xience v stent without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The stent damage and stent dislodgement was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.